Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx covered stent was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, shortening was too severe. There were no reported patient complications as a result of this event. Note: as it is unclear from the information available what the failure was and attempts to obtain details regarding the event have been unsuccessful, the reported event of "shortening was too severe" will be assessed as "stent material deformation."

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx covered stent was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, shortening was too severe. There were no reported patient complications as a result of this event. Note: as it is unclear from the information available what the failure was and attempts to obtain details regarding the event have been unsuccessful, the reported event of "shortening was too severe" will be assessed as "stent material deformation," and an additional device was used to remove the stent from the patient.